Manufacturer narrative:
(B)(4). Evaluation results: results - (other): visual inspection of the product found one haptic torn off. There was evidence of surgical residue. An investigation is in process for lens tears under (B)(4).

Event description:
An aa4203tl model lens tore while it was being implanted. Was removed with no pt injury or event.